Event description:
It was reported "3cg stylet broke off during PICC insertion. Rn was able to retrieve the broken piece. Nothing left behind in patient." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refv2282 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "3cg stylet broke off during PICC insertion. Rn was able to retrieve the broken piece. Nothing left behind in patient." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the stylet was confirmed but the cause is unknown. Two photographs were returned for evaluation of this complaint. The first photo was of a computer monitor with a 3cg stylet photo displayed on it. Most of the stylet was obscured by the user¿s hand. However, the stylet appeared to be in at least three fragments. Two of the fragments were within the user¿s hand while the third fragment was laid on a white surface. The second photograph appeared to consist of the stylet fragment that had been laid on the white background in the previous photo. The stylet fragment appeared to have two kinks near one of the ends. The kinks appeared consistent with compression of the plastic tubing between the magnets in the magnetic region of the wire. The other end of the wire fragment appeared lighter in color. It could not be determined from the photo if this was the manufactured distal end of the stylet or if this was empty plastic tubing. Although breaks in the wire could be confirmed, the root cause could not be determined from the returned photo. Microscopic observation, tactile evaluation, and dimensional analysis could not be conducted without the physical sample. Possible contributing factors could include extending the stylet past the end of the catheter and/or a difficult catheter placement. It is unknown if additional unknown factors contributed to this event. The IFU warns, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ h3 other text : evaluation findings are in section h.11.